Event description:
The patient was implanted with the alto stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately (1) month post initial procedure the patient presented with thrombosis that went from the top of the limb in the main body down to the common femoral artery. The physician elected to perform a cut down and used a fogerty (non-endologix) balloon to pull out the thrombus and reline the left limb with an ovation ix iliac limb then ballooned and fixed the common femoral artery to resolve this event. The patient was reported as doing well post this secondary procedure.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the thrombosis of the left iliac limb with occlusion is confirmed. The additional endovascular procedure complaint is confirmed. It was reported the occlusion was related to the closure device which affected outflow but this could not be confirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation shows the most likely causation for this event was procedure and user related. The procedure related harm identified was respiratory failure (acute on chronic respiratory failure). The user related issue identified was a dual limb placement of both limbs into the contralateral leg of the aortic body. This likely contributed to the reported event. There was concomitant product use of non endologix stents in the proximal iliacs bilaterally, this also likely contributed to the reported event. The final patient status was reported as discharged home on postoperative day 6, hospital day 10. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: b6 relevant tests and lab data. G3 awareness date. H6: investigation type codes: remove 4119. H6: investigation conclusion codes: remove code 4315.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported thrombosis (of the left iliac limb) and additional endovascular procedure are unconfirmed. In addition, the thrombosis was reported as related to the closure device which affected outflow; this also could not be confirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. The final patient status was reported as doing well post secondary endovascular procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3 awareness date. H6 investigation finding codes; remove 3233. H6 investigation finding codes; remove 11.